Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had an error code. No patient injury was reported.

Manufacturer narrative:
B5: additional information received on 29-jul-2022 via email and attached to complaint object: no patient involvement was recorded regarding the associated complaint. Any error and/or failure occurred during testing only. H6: event problem and evaluation codes: updates not required., corrected data: h4: correction: device manufacturing date: 15-may-2020.

Manufacturer narrative:
Additional information received on 29-jul-2022 via email and attached to complaint object: no patient involvement was recorded regarding the associated complaint. Any error and/or failure occurred during testing only. Event problem and evaluation codes: updates not required., correction: device manufacturing date: 15-may-2020.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found that the tamper and bubbled downstream occlusion sensor seals were missing. There was no evidence of the error recorded in the event history log. The reported problem was duplicated at power up. The investigation found that the main board was responsible for the error. For corrective action the main board was replaced. The root cause of the reported problem was unknown. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously., corrected data: correction: d4: model number: 2120.